Manufacturer narrative:
It was confirmed that there was a duplicate case submitted: MDR 2134265-2014-08006 (bsc ID: (B)(4)).

Event description:
It was reported that a shaft break occurred. The physician successfully implanted three rebel stents in the circumflex; however, when he was removing the guidezilla guide extension catheter, it broke off from the shaft. The physician was able to snare the portion of the catheter that broke in the coronary of the heart. There were no other patient complications and the patient's condition is fine.

Event description:
It was reported that a shaft break occurred. The physician successfully implanted three rebel stents in the circumflex; however, when he was removing the guidezilla¿ guide extension catheter, it broke off from the shaft. The physician was able to snare the portion of the catheter that broke in the coronary of the heart. There were no other patient complications and the patient's condition is fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).